Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 469 mg/dl and 269 mg/dl. Customer was treated with manual injection for the high blood glucose level. Customer did not mention any symptoms related to the high blood glucose. Customer states insulin pump had bent cannula. Customer declined troubleshooting for high blood glucose level and bent cannula. It was not reported whether auto mode was active at the time of the call. The insulin pump will not be returned for analysis.